Event description:
It was reported that a defibrillation threshold (dft) test was performed, as the right ventricular (rv) shock lead impedance (sli) had been steadily increasing, over the passed 2 years. At the time of the test the sli was approximately 178 ohms. During the test a code 1005 was triggered, which is indicative of an open circuit and a high out of range shock lead impedance measurement. No additional adverse patient effects were reported. No further information is known at this time. If additional information is received, this report will be updated.

Event description:
It was reported that a defibrillation threshold (dft) test was performed, as the right ventricular (rv) shock lead impedance (sli) had been steadily increasing, over the passed 2 years. At the time of the test the sli was approximately 178 ohms. During the test a code 1005 was triggered, which is indicative of an open circuit and a high out of range shock lead impedance measurement. No additional adverse patient effects were reported. No further information is known at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.